Event description:
It has been reported to philips that the system was not starting as the flexvision pc would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not booting up. Review of the system log files showed that the host pc was unable to connect to the flexvision pc and that the flexvision pc, upon boot up, was stuck at 0. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disk drive, reinstalled the software and returned the system to use in good working order. The codes were updated based on the investigation outcome.